Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 64 mg/dl despite a blood glucose in the 180 mg/dl range. Troubleshooting did not occur for the discrepancy in sensor glucose and blood glucose readings. The sensor will be returned for analysis.